Event description:
A us distributor reported that a patient was experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy pad messages) was isolated to the electrode belt ECG c&d cable¿s lead-1 and lead-2 wires being pinched. The root cause for pinched wires was unable to be identified. There was no adverse event that resulted from the damaged belt.